Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts had been generated for atrial automatic threshold detected as greater than programmed amplitude or suspended and minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the sam episodes identified noise on the atrial channel. No further stored noise episodes were identified. Stored atrial tachycardia response (atr) events showed atrial arrhythmias with durations less than one minute. Additionally, atrial automatic threshold often detected as suspended due to low evoked response. The accelerometer remained programmed on for rate responsive pacing support. Programming needs to be performed in the office with a programmer in order to re-enable the mv sensor. The clinical observations were communicated to the patient's clinic. No adverse patient effects were reported.